Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "insufficient seal". It is unknown whether the device had met relevant specifications. The product was used for diagnostics purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the bard temperature sensing foley was providing inaccurately high temperature. There were three incidences and two were discovered late and patients received treatments for a fever but didn¿t have one. It was stated that the customer did the calibration, check the functioning of philips monitors and cables and everything were functioning correctly. Per additional information via email on 05aug2021, it was reported that another bard temperature sensing foley reading too high.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the bard temperature sensing foley was providing inaccurately high temperature. There were three incidences and two were discovered late and patients received treatments for a fever but didn¿t have one. It was stated that the customer did the calibration, check the functioning of philips monitors and cables and everything were functioning correctly. Per additional information via email on (B)(6) 2021, it was reported that another bard temperature sensing foley reading too high temperature.